Event description:
The account alleged that the lower pivot weld is broken and the siderail only latches intermittently and rotates all over the place.

Manufacturer narrative:
The account replaced the siderail to repair the bed.